Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: visual inspection: the blue plastic handle is cracked and not broken as reported in the complaint. The crack occurred at the location of the back cut in the blue plastic handle. Furthermore there are signs of misuse, such as hammering traces, on the instrument. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Our investigation has shown that the complaint condition is unconfirmed based on the received condition of the device and the received pictures. Because of the damage, it is not possible to measure the relevant dimensions anymore. By the evidence that signs of misuse were found on the device, we can conclude that the crack is a result of excessive force application. Furthermore we would like to draw your attention to our surgical technique guide dsem/trm/0115/0290(3), where it is described that hitting the t-piece should be avoided. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 359.219 lot: 9638595 manufacturing site: haegendorf release to warehouse date: 20. Jan. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the device was broken. There was no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).